Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation; however, the balloon ruptured. Subsequently, dilatation was performed with another 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter followed by a 2mm coyote es balloon catheter. Blood flow was recovered and the procedure was completed. No patient complications were reported.